Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice display during dwell 3 of 5, the home patient (hp) revealed that he found air pockets in drain line. The technical service representative (tsr) with ending therapy, as the alarm was unable to be cleared. The hp would follow-up with nurse in the morning. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.